Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. Reportedly, the customer loaded a new cartridge, changed supplies as necessary reconnected and resumed insulin to resolve the issue.